Event description:
During incoming functional testing, the device displayed "defib disabled," "pacer disabled," and "system fault 37" messages. There was no pt involvement in the reported malfunction.